Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The part and lot numbers are unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the patient had lower back pain approximately 3 years and 4 months after an omega 21 construct was implanted. The patient had a revision surgery approximately 3 years and 8 months after the original procedure. The patient claims to have irreparable nerve damage. There is no information available as to how or if the omega 21 construct contributed to the pain, what was performed during the revision surgery, if there were any device malfunctions, or which individual implants may have contributed to this event, if at all.